Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No solid white display, missing segments or partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that display was solid white. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident was in 275 to 310 mg/dl. The customer reported that light color and there were lines across the screen. The insulin pump will be returned for analysis.